Event description:
It was reported this ventricular lead was capped as it was exhibiting loss of capture. The physician decided to put new leads in since he was in the pocket. The lead was surgically abandoned and replaced. No adverse pt effects were noted. The device was actively implanted for approximately 6 years, 4 months.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the lead, as it was capped off inside the pt. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. Loss of sensing/capture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be reopened if add'l info becomes available.